Manufacturer narrative:
B3: estimated based on gfe response from sales representative, considering the progression of the issue over the years. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was disposed per facility policy and will not be returned for analysis. Postoperatively, the patient was doing great with complete coverage of pain. Electrocautery was used.